Manufacturer narrative:
(B)(4) have been downgraded and are now not reportable as the devices have been captured on the following complaints (B)(4).

Event description:
It was reported that patients underwent spinal fusion procedures on (B)(6) 2024. During the procedures, six distractors broke when spreading the intervertebral disc space. Either the "rod" came off the "holder" that was attached to the screws with an innie, or the holder burst during distraction. Since this instrument is sufficiently available in the operating room at the hospital, it was able to be replaced quickly. There were no negative effects on the patients in these cases. Procedures were completed successfully with no delay. This report is for an articulating distractor. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a synthes employee. H3 h6: a review of the receiving inspection (ri) for articulating distractor, was conducted identifying that lot number tbactt as released in two batches. ¿ batch 1: released on august 26, 2020 with no discrepancies. ¿ batch 2 :released on octobrt 21, 2020 with no discrepancies. Supplier:(B)(4). The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was not returned to depuy synthes, however photos were received for review. The photo investigation revealed that the device has broken ring. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the articulating distractor would contribute to the complained device issue. Based on the investigation findings, potential cause can traced to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.